Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had not used the ins for a while "because it was not working." When asked for an event date the patient noted it was 2-3 years ago. The patient had an MRI scheduled for (B)(6) 2025 and they charged the controller, but were seeing "no device found" when attempting to charge the ins. The message was reviewed and the patient was advised to connect the recharger; they reported seeing "no device found" and pressed "recharge." They entered passive recharge mode with numbers 98-98-99 and then 100 was displayed. While still on the call, the screen displayed recharging "excellent" with the ins in the red. The patient noted that they had so much pain; they were redirected to their healthcare provider to further address. Additional information received from a manufacturer representative. It was reported that the patient's ins and lead were explanted; the patient hadn't used it in years and wanted it removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.